Event description:
Medela feeding pump was programmed to run 28ml of feed over 2 hours. At the end of 2 hours, 16ml remained in feeding syringe. Nnp notified, pump switched out, remainder of feed given over appropriate time. Pump sent to biomed. Pump # 22707. Biomed completed the examination and test of the medela enteral pump. The pump passed all tests. In addition to these tests which are directly from the manufacturer service manual, I tested the pump for rate/ volume/ time which matched the information from the incident. The pump performed as programmed for this test which was run twice. FDA safety report ID # (B)(4).